Event description:
It was reported that a patient missed the refill over the holiday and spasticity was "back to baseline". The pump was heard alarming for an "empty pump". The pump was infusion baclofen.

Manufacturer narrative:
(B)(4).